Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, upon interrogation the device was found to be at elective replacement indicator sooner then expected. Premature battery depletion was suspected as at the previous follow up 2 years ago the device had a remaining longevity of 5 years. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis of device image found significant voltage drops occurred during the implant period. Further analysis after the device was cut open revealed high current drain. A longevity calculation was performed and found the battery depletion was premature. The high current condition could not be reproduced after installing new battery during analysis, which is consistent with a hardware latch-up anomaly in the hybrid.